Manufacturer narrative:
The device was returned for evaluation. Reliability engineering evaluated the device. A functional assessment was performed and the device passed all operational specifications. Therefore, the reported condition could not be confirmed. An assignable root cause was not determined. If any additional information is received, a follow-up will be sent.

Event description:
It was reported that during a temporal bone lab on cadavers, the motor device was "getting hot". The reporter stated that the rotations per minute (rpm) was 80,000 when the event was observed. It was unknown if injuries or medical intervention were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.